Manufacturer narrative:
This report is submitted on april 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a suspected meningitis infection. Subsequently, the patient was hospitalised for 5 days in (B)(6) 2018 (specific date not reported) and treated with IV antibiotics following with a second course continuing 12 days post discharge. The reported meningitis infection was not confirmed by the physician to be a device related.